Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during a regular pip inspection. It was reported that the device would not deliver energy on the 10 joule test. There was no other reported failure with defibrillation. This was not reported by the customer initially and there was no patient use associated with this event.